Manufacturer narrative:
No unexpected button error alarms or audio/beep anomalies noted. Unit received with no button response on the act button due to severe corrosion on keypad traces noted. Unable to perform pump self-test, displacement test due to unresponsive keypad. Insulin pump received with cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and missing end cap sticker. (B)(4).

Event description:
Customer reported via phone call to have received excessive button error alarms and was not sure how it occurred. Customer's blood glucose was 141 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.